Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was used for approximately 30 minutes and following this, the instrument's "head" broke. The procedure was completed using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage noted. There was no instrument collision and no fragment fell into the patient. There was also no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.212" from the base. The broken piece was not returned. Common causes of the failure mode are typically attributed to mishandling and misuse. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the provided image is consistent with the instrument blade broken off. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue is associated with an ongoing corrective and preventive action (CAPA) for the harmonic ace instrument. The preventive actions are related to comparing the performance of ethicon¿s updated design to isi¿s version that ethicon supplies. No additional actions are required given that this issue will continue to be tracked per wi (B)(4) (quality data review meetings). This complaint is considered a reportable event due to the following conclusion: initial report alleged physical damage at the instrument tip. Photo analysis confirmed that the blade was broken off. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.